Event description:
It was reported that an esophageal stent was placed (B)(6) 2014 for a malignant esophageal stricture. On (B)(6) 2015, on patient re-examination, it was found that the stent had fractured into two parts and migrated. The physician reported placing two additional stents, on to join the gap between the two ends and the other proximal to the original stent. There was no report of injury to the patient.